Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower medication had appeared for the user to pull but from a different unit not in the same area, medication shown up on screen to dispense from area after patient had already been transferred. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported station issue with pulling medications. The technical support specialist (tss) spoke with the customer regarding the issue at station. Customer reported that after the initial report, nurses did not mention the issue, and the order might have been discharged as patients had left. Customer wanted confirmation if the order transaction was successful. No reboot was performed, and no similar issues were reported. Tss dialed into the server and checked the transaction script and confirmed that the provided medid was not found in the list, confirming the medication order did not process successfully to station. Customer was advised to verify the designated medication area for accessibility. Later, the customer confirmed via email that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower medication had appeared for the user to pull but from a different unit not in the same area, medication shown up on screen to dispense from area after patient had already been transferred. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.